Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 120 mg/dl. Customer states insulin pump had battery failed alarm. Customer did receive a sensor updating and change sensor alert. Customer did not receive a calibration not accepted alert. Customer advised the pump will need to be replaced. The insulin pump will not be returned for analysis.